Manufacturer narrative:
Date rec¿d by MFR : 09aug2019. A power switch overlay assembly was return for analysis. An investigation was performed and the alternating current (ac) yellow light emitting diode (led) detached from the trace not making contact on the power switch overlay. This caused the ac yellow led illumination failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The service engineer (se) confirmed the led of power switch had illumination failure and replaced the power switch overlay and the phenomenon was improved.

Event description:
The customer reported faulty light emitting diode (led) indicator. There was no patient or user harm reported.